Manufacturer narrative:
A ge representative evaluated the system and repaired a loose pin in the interconnect cable connector. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported torn and blurry images. No pt injury was reported.